Event description:
Caller reported an alarm related to occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by resuming insulin, filling tubing to check for air bubbles, and reconnecting to resume use of the cartridge, with no need for further assistance.